Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found tube lifter not lifting properly in the reported problem area of the pipette assembly. Replaced tube lifter motor in position 1. The instrument was inspected, tested without further problem, and returned to expected operation.